Event description:
I am an insulin-dependent type 2 diabetes patient. I take a daily dose of slow-release insulin (lantus) and a before-meal doze of fast-release insulin (humalog). My current test prescription from my primary care physician is to test (up to) 5 times per day. My current humalog prescription is to inject (generally before meals), using a sliding scale, which is based on my before-meal glucose measurement. It is imperative that I know my glucose measurement before I inject. I received my brand new pops rebel blood glucose meter on friday, (B)(6), via (B)(6). There was no apparent damage to the packaging. The meter must be used in conjunction with an (B)(6) cell phone with the pops rebel application. I downloaded their application from the (B)(6) store on friday, (B)(6) 2022. I do not know if the app has quietly upgraded itself, but my (B)(6) phone shows I am using pops rebel version 4.3.14. After thoroughly reading the supplied literature, I started the pops rebel application and carefully followed the provided in-app tutorial. Obtaining my blood glucose measurement has been hit-or-miss. The main screen for the pops rebel app is what they advised they call the "check screen". It is the screen that contains a prominent button to perform a blood glucose test. When I press the "check" button, the meter moves to the next screen where it says it is connecting to the meter. The majority of the time, the app and the meter connect to each other, and the process works as expected. (The app switches to a different screen, where it provides one of several "cute" messages indicating it is ready to proceed with a test. On the meter, I get a single blue light, indicating it is ready, and when I lance and apply blood to the embedded test strip, the result is reported on the app.) But a minority of the time, the app silently returns to the "check screen", without any message of any kind. Meanwhile, the meter continues to flash 3 blue lights, indicating it's waiting for a connection from the app. Once this occurs, the meter/app are stuck in this mode regardless if I remove batteries from the meter or stop the app. This mode has continued for as long as 30+ minutes, and I have pressed the "check" button on the "check screen" at least 50 times before it will connect. A meter that randomly denies me the ability to test my blood glucose level is a safety problem. My doctor advised that I should test and inject within 15 minutes before I begin a meal. Whether I am eating at home or in a restaurant, having to futz with my app/meter for 30 minutes before successfully obtaining my blood glucose measurement is unacceptable. I spoke with the company on or about monday (B)(6) 2022 . I have conveyed the symptoms and the problem. I believe they are working on the problem. Pops rebel app and pops rebel meter do not reliably pair with each other. Failure remains continuous through app restarts and meter power-cycles for (in my experience) up to 30 minutes. Pops diabetes. FDA safety report ID# (B)(4).